Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the carbsmart feature on the pump does not take into account the insulin on board. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2014 with the following results:a review of the pump¿s user settings showed that the insulin on board feature was turned off. A test was performed with a 10 unit bolus and a duration test of 2.0 hours. A 10 unit ez-carb delivery was calculated manually and with the pump; each yielded the same result. After 2 hours, the insulin on board status was 0.0 units and was accurately reflected in the insulin on board status. The pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.